Manufacturer narrative:
Concomitant medical products: w4tr02, crt-p, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead impedance warning triggered for the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.